Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient had a codman hakim in situ since 2009 and has been coping well ever since however over the last year has been having symptoms which has affected speech and balance. Over the past weekend the patient was put on a codman icp monitor to measure icp and check if shunt is in working condition. There was fluctuations in icp whilst being monitored and therefore doctor remove it. The doctor now wants me to check if shunt valve is working and if there are any problems within the valve. There was no fault during operation. Actual procedure date not provided. Per affiliate: please verify the product code of the hakim valve mentioned in the reported incident. The 0148csd . What action was taken to resolve the issue? New shunt inserted. Were there any adverse consequences to the patient? None. Still awaiting patient progress after new shunt inserted. Are the devices being returned for evaluation? Yes. You mention an icp monitor and fluctuations when monitoring was taking place. Is the surgeon interested in having it tested also? If so, please send the product code, serial number and if it is being returned. No.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: a tear/cut was noted in the silicone housing by the proximal connector. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, no occlusion was noted but the valve leaked from the tear/cut in silicone housing. The valve was leak tested, the valve leaked from the tear/cut in the silicone housing. The catheter was irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at 30mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, and on the base plate. Review of the history device records confirmed the valve product code 0148csd with lot cmmcfh, conformed to the specifications when released to stock in 8th november 2011. Review of the history device records for the bactiseal catheter was not possible as the lot number was unknown. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the cam mechanism and on the base plate. No problem was found with the 20mm of bactiseal catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted.